Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise, oversensing, elevated thresholds and loss of capture on the right ventricular (rv) channel. The device outputs were increased which decreased the estimated remaining longevity. A revision procedure was performed and the lead was surgically abandoned and replaced. The device was explanted and replaced. No additional adverse patient effects were reported.